Event description:
Total knee arthroplasty was performed in nov, 1991. Migration and subluxation of the tibial component attributed to failure of the host bone. Revision surgery was performed on 1/29/97.